Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A visual inspection was conducted and confirmed the metal piece in the middle top part of the device is chipped, rendering it inoperative. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a drill guide handle is damaged. As this was noticed in a non-surgical environment, there was not any patient involved. Investigation determined that the metal piece in the middle top part of the device is chipped, rendering it inoperative.